Event description:
A malfunction alarm was reported, identified by the code malf 16, with no notable events occurring prior. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was uninterrupted. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label. The pump was under warranty, and a replacement was arranged.